Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that during coil embolization for a renal artery aneurysm, when the first coil was advanced into the aneurysm, it did not move in a one-to-one motion and stretched. The physician deployed a stent in order to push the stretched coil against the vessel wall. The delivery wire was pulled back into the abdominal aorta and the physician detached the stretched coil from the delivery wire. There were no clinical consequences to the patient.

Event description:
It was reported that during coil embolization for a renal artery aneurysm, when the first coil was advanced into the aneurysm, it did not move in a one-to-one motion and stretched. The physician deployed a stent in order to push the stretched coil against the vessel wall. The delivery wire was pulled back into the abdominal aorta and the physician detached the stretched coil from the delivery wire. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; however, based on the information available it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned.